Manufacturer narrative:
Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of MFR and it was released by qa on 12/19/05. No relationship can be established between DHR and current complaint. The lot number for the disposable device was not provided; therefore, an investigation or review of the device history record for this device was not able to be performed. Neither the disposable device nor the radio frequency controller involved in this event. Were returned; therefore, an investigation was unable to be performed.

Event description:
User facility reported multiple unsuccessful cavity integrity assessment (cia) tests during a novasure procedure. The procedure was aborted and perforation was confirmed on hysteroscopy. The physician reported in 2008 that no treatment was needed for the perforation, and the pt is currently "ok" and not expected back in clinic until later this month.